Event description:
Pt presented with post-essure placement pain, menorrhagia and dysmenorrhea. For these symptoms, the physician decided to perform a hysterectomy, which was performed on (B)(6) 2011. Additionally, after the removing the uterus, he dissected the tubes to see where the micro-inserts were located and noted what appeared to be an infection. As of today, (B)(6) 2011, the pts symptoms have subsided.